Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock and it was fractured approximately 138.0 cm from the proximal end. The pusher assembly had kinks at approximately 136.0 cm and 137.0 cm from the proximal end. The embolization coil was detached from the pusher assembly within the introducer sheath. The device was fractured; therefore, no functional testing was performed. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint proximal to the introducer sheath friction lock . If the pusher assembly mid-joint is positioned proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance the smart coil. Further evaluation revealed a kinked and fractured pusher assembly and a detached embolization coil. This pusher damage is likely a result of forcefully advancing the device against the resistance created by the mid-joint and friction lock. If the pusher assembly becomes fractured, it will allow the pull wire to retract from the distal detachment tip and detach the embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil within its introducer sheath, despite flushing the coil and attempting multiple times. The pusher assembly of the smart coil then became kinked due to the force exerted while trying to advance it. Therefore, the smart coil was removed. The procedure was then completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.